Manufacturer narrative:
Company rep replaced cpu board and calibrated the unit to factory specifications.

Event description:
Customer reported the accutorr v monitor was inoperable, which may have resulted in loss of primary monitoring. No pt injury was reported.